Manufacturer narrative:
Correction: h6. The reported event of ¿a kink in the lead¿ was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual and x-ray inspection found the outer coil compressed at proximal region of the lead. The cause of the reported event was isolated to the outer coil compressed consistent with procedural damage.

Event description:
It was reported during an implant procedure on (B)(6) 2023, a patient's right ventricular (rv) lead presented with a kink in the lead and subsequent helix damage. The lead was not used, and replaced within the same operation. Post-procedure there were no patient consequences.